Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that starting 3 weeks ago, including today, they noticed their stimulator battery was fully charged within moments of starting to charge. Patient said they usually charge every week for 10 to 15 minutes, but for 3 weeks in a row they heard the ascending tones fully charged noise within 1-2 minutes. Patient said they called the doctor and were told to call patient services (pats). Pats suggested patient synch with their communicator/ handset /micromytherapy app first and patient was successful to synch with their implant. Patient reported seeing the message: por has occurred please check the device/device battery level therapy has been turned and they were able to turn it back on. Patient said they normally do not use the handset and recharger app to check anything and their doctor increased their setting a few months ago. Reviewed some interstim battery depletion and charging information, offered and sent quickguide. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.